Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event is confirmed through evaluation of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient experienced post-op aching, pinching pain and minimal stiffness after r-shoulder surgery, managed with pt and injections. Persistent pain noted again in a posterior visit. Mild in severity, treatment: pt prescribed; injections to deltoid administered. Study complete with all components intact if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during a clinical study a patient had an initial right reverse total shoulder arthroplasty. Approximately 15 days post-implantation, the patient complained of pain and received a steroid injection into the deltoid muscle. Posteriorly, approximately 5 years later, persistent pain was reported with no treatment. Finally, approximately 5 years post-implantation, the study was complete with all components remaining implanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 211239(357120); 115370(347800); ep-115394(213470); 211228(262520); 211228(262540). Associated product information: 00434903611; (63325053). 00434902502; (63255091) the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.